Event description:
The facility regarding an incident that occurred which involved an overinfusion of a male patient with an unknown concentration of fentanyl. The infusion pump was programmed to infuse at 2.99cc/hour. After one hour had passed, 50cc of fentanyl had infused into the patient. The facility had documented that there was an adverse event. The adverse event is unknown at this time. The patient was documented as unharmed and that the event had abated after use had stopped. However, the facility representative had stated that there were no problems or aftereffects associated with the patient after the overinfusion. No additional information is available at this time.

Manufacturer narrative:
The reported condition of a pump that overinfused during patient use could not be confirmed since the pump was not returned for an in depth service evaluation. The facility representative stated that they have determined that the reported condition was not due to a pump error. This report represents all information known by the reporter at this time.